Event description:
A baxter's service tech found failure code 812:02 in the device's event history. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. No add'l contact info was provided.